Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The product was returned for evaluation.